Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy through normal density tissue using the magnum instrument. During the procedure, the needle reportedly could not penetrate the breast tissue and subsequently bent. It was further reported that there was also difficulty in removing the needle from the patients body, requiring additional force. The procedure was completed using another device. There was no reported patient injury.